Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd plastipak¿ concentric luer lock syringe was found leaking. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: no sample or pictures were received by our quality team, therefore the leakage past the stopper could not be verified. The quality team evaluated ten retained 50 ll samples. Upon visual inspection of these ten samples, no damage or molding defect can be observed and the stopper is correctly assembled. Leak testing was also performed with the ten retained samples according to procedure and met specifications. The quality team then disassembled the ten retained samples and did not observe any damage in plunger rod or any of their components that could have caused leakage. A device history record review found no non-conformances associated with this issue during production of this batch. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is carried out with the 10 retained samples according to procedure. The 10 samples meet specifications. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. No damage or molding defect has been observed in retained samples evaluated. Results for retained samples test meet specifications and no incidence reported during manufacturing process so, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.